Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the patient has suffered pain, disability, physical impairment, aggravation of a pre-existing condition and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. Left hip: doi: (B)(6) 2008 - dor: none reported. Right hip: doi: (B)(6) 2009 - dor: none reported. Pt is a resident of the state of (B)(6). Update 12/27/2012 - plaintiff fact sheet was received. The part/lot for right hip was updated. There is no new information that would change the outcome of the investigation. Update - 06/03/2013-sales rep reported revision surgery on left hip due to osteolysis. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (left hip). Update 01/20/2017 ¿ medical records received. After review of the medical records for MDR reportability, regarding the right hip, the revising surgeon indicated in his preoperative summary that the patient had elevated serum cobalt greater than 12 (no units given) and an MRI demonstrating lateral fluid collection with abductor tendinopathy, but also no pain in the right hip. Added elevated metal ions harm and asr sleeve and stem to complaint. The complaint was updated on: 1/20/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.